Event description:
The customer contacted physio-control to report that their device is not recognizing the therapy cable. As a result, defibrillation therapy may be delayed or unavailable, if needed.there was no report of patient use associated with the reported event.

Manufacturer narrative:
After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.the cause of the reported issue was due to the therapy connector being disconnected from pcb-mounted jack connector, designator j14 on the therapy pcb assembly.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device's therapy connector was disconnected from pcb-mounted jack connector, designator j14 on the therapy pcb assembly. Physio reconnected the therapy connector to j14 which resolved the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is not recognizing the therapy cable. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.